Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager rx dilatation catheter noted blood visible on the balloon, shaft, and contrast in the inflation lumen, which is consistent with preparation and the catheter advanced into the patient anatomy. The balloon was loosely folded. A new indeflator was used in an attempt to pressurize the balloon, but the balloon would not inflate due to the crystallized contrast in the balloon and inflation lumen. The catheter was placed in a water bath and the contrast was eventually dissolved. The catheter was pressurized again and fluid was seen leaking from a longitudinal tear in the balloon. There were no scratches noted; it could not be determined if the rupture was along a crease or fold in the balloon. The scanning electron microscopy (sem) analysis determined that the rupture may possibly be related to exposure conditions or a material/processing discrepancy. The balloon failure initiated along the inner surface; longitudinal partial tearing was observed along the inner surface adjacent to the fracture. Balloon rupture can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. It is unknown at what pressure the balloon ruptured, which may have aided in the investigation and determination of cause; however, rupture that initiate along the inner surface of the balloon are typically related to multiple and high pressure inflations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported balloon rupture could not be determined. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during inflation the balloon contrast media leaked into the vessel (coronary artery) and the indeflator device pressure could not be increased. There was no reported pt effect. No additional info was provided. Device eval revealed the balloon had a longitudinal rupture.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.